Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root-cause for the alarms has been a disconnected sd card and slot interface. The problem was corrected by removing the sd card, adjusting, and cleaning the affected card slot. There was no reported harm to patient, user or third party.

Event description:
During the last use of the machine was working normally, after starting-on for a new use the machine don't start on in ventilation mode and don't display any error message only audible alarm and red lamp alarm.